Event description:
Pt with history of cad underwent ptca. Attempt made to cross rca lesion with 2.0 x 8 mini vision. Unable to cross stent deployment septum removed and stent noted to be on shaft of balloon - not over balloon. No pt injury.